Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had allegations of loss of capture (loc) and pacing inhibition greater than 2 seconds in duration. The patient was reported to be symptomatic as a result. Surgical intervention was performed and the patient was upgraded to a dual chamber pacemaker. This lead remains in service.